Event description:
It was reported that they were trying to fill the arctic sun device, but it would not take up water. The patient was on therapy, and they needed to move. Stopped therapy, emptied pads and moved device. When they powered device back on it alerted it needed water. The water reservoir level registered 0 in diagnostics. The drained pads again and powered device off and back on. The diagnostics now show device water reservoir level 1. They verified pads disconnected and connection of fill tube in port directly beside fluid delivery line and other end of tube in water. When pressing fill device, device was not taking up any water. Nurse stated they have a device in another unit they could use. Encouraged user to send this one to biomed labeled would not fill . Per additional information received via mail on 22feb2024, it was reported that the biomed confirmed the pressure transducer was reading out of range, inlet pressure (ip) was -10.4 psi and had them stop the unit and remove the fluid delivery line and the inlet pressure (ip) was stayed at -10.3 psi.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that they were trying to fill the arctic sun device, but it would not take up water. The patient was on therapy, and they needed to move. Stopped therapy, emptied pads and moved device. When they powered device back on it alerted it needed water. The water reservoir level registered 0 in diagnostics. The drained pads again and powered device off and back on. The diagnostics now show device water reservoir level 1. They verified pads disconnected and connection of fill tube in port directly beside fluid delivery line and other end of tube in water. When pressing fill device, device was not taking up any water. Nurse stated they have a device in another unit they could use. Encouraged user to send this one to biomed labeled would not fill . Per additional information received via mail on 22feb2024, it was reported that the biomed confirmed the pressure transducer was reading out of range, inlet pressure (ip) was -10.4 psi and had them stop the unit and remove the fluid delivery line and the inlet pressure (ip) was stayed at -10.3 psi.